Event description:
As reported, due to the thickness of heart muscle, the reported lead was positioned to avoid the cardiac apex. However, the patient had hemorrhage from positioning site and the emergency surgery was performed. There was a damage to the patient and the progress has been monitored. Additional information was requested from the field; however, no additional information was provided.